Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. [(B)(6), 2021] the instrument channel: e.coli (9cfu) the air/water channel: e.coli (3cfu) the auxiliary channel: e.coli (1cfu) the device had been second reprocessed, second microbiological testing at (B)(4) on (B)(6), 2021, and no microbes was detected. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found following; - the cover glasses of the light guide lens and the objective lens had been chipped. - the glue of the bending section rubber had been peeled off. - the bending section had been deformed. - the connecting part of bending section and the insertion tube had been bulging on the whole length and had been worn out. - there were deposits on the air/water cylinder. - the suction cylinder had been worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was tested positive twice (escherichia coli bacteria) by the user. As a result of microbiological testing by the user facility, the sample collected from the suction channel from the subject device tested positive for e. Coli (>10cfu/20ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge ew2, using peracetic acid. The occurrence date of the event is unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.